Event description:
Additional information was received from the manufacturer representative reporting that they were still working on trying to get a new meeting with the patient and try another recharger. It was difficult at the moment to get together as the patient is afraid of covid and avoiding to meet at the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient could not recharge the implantable neurostimulator (ins) properly. Troubleshooting was performed but it was hardly possible to get contact to the ins. They checked various positions and there was no change. After an hour it was possible to contact the ins and get a short data and programming report. The ins was hard to feel under the skin. It was noted that the device may have changed the positions or flipped. They could not get into the normal recharging modus. The issue was not resolved at the time of report. Additional information received from the manufacturing representative reported that the cause of the event was not yet known. The healthcare professional (hcp) thought about changing the ins. The manufacturing representative recommended troubleshooting with another recharger and getting an x-ray. The result was that the ins could not be recharged properly and was therefore not working. There was no stimulation. The hcp was going to check it again in january.